Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (tfna helical blade 80mm sterile, part number 04.038.280s, lot number 9891814). The subject device was returned with the complaint condition stating: the returned tfna helical blade is an implant part of the tfn advanced (tfna) proximal femoral nailing system. A visual inspection, dcrm review, DHR review and drawing review were performed as part of this investigation. This complaint is confirmed. X-rays were provided showing post-operative migration of the helical blade. Whether this complaint can be replicated at customer quality (cq) is not applicable for this reported complaint condition of post operative migration. No new malfunctions were identified as a result of the investigation. Upon visual inspection, minor wear marks consistent with implantation and removal of the blade were present. As the complaint description mentions, no other damage was observed on the implant. Drawing 04_038_270 (mfg & current) was reviewed. Multiple implant features were dimensionally verified and found to be within specification. Helix od measured at 10.25 mm (spec: 10.3 mm +0/-0.1). Shaft od measured at 10.28 mm (spec: 10.3 mm +0/-0.1). Shaft thickness at locking position measured at 9.21 mm (spec: 9.24 mm +0/-0.05). Calipers used: ca 301. Hence no discrepancy between the drawing and the complaint device was noted. The drawing was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, this complaint condition is likely due to very poor bone quality of the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Date of explant: (B)(6) 2017 and (B)(6) 2017. Concomitant devices: therapy dates: (B)(6) 2017. Trochanteric fixation nail advanced 11 mm/175 mm nail (item # 04.037.112s, lot # h232521, quantity 1 each). The 5.0 mm distal locking screw (item # 04.005.524s, lot # h333989, quantity 1 each). (B)(4) used for: helical blade cutting out, the surgeon removed the 80 mm helical blade implant that was implanted on (B)(6) 2017 and re-implanted a tfna 80 mm lag screw then locking down the new lag screw thru the tfna nail. Both the original nail and distal locking screw were left in the patients femur bone. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 04.038.280s lot # 9891814, release to warehouse date: 05 october 2015, expiration date: 31 august 2025, manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80 mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a hip fracture due to the fall. Patient was implanted with one (1) (tfna) trochanteric fixation nail advanced 11 mm/175 mm nail, one (1) tfna 95 mm helical blade and one (1) 5.0 mm distal locking screw. Post-operative, patient experienced hip pain. X-rays were take which revealed that the helical blade had cut out thru the patients femur head bone. Patient had revision surgery (B)(6) 2017. Surgeon removed the tfna 95 mm helical blade implant and re-implanted a small size 80 mm helical blade implant. (This event was reported on complaint (B)(4)) post-operative on (B)(6) 2017 during a doctor¿s office visit, patient was experiencing hip pain again. X-rays were take which revealed that this 80 mm helical blade had cut out thru the patients femur head bone again. Patient was returned to surgery on (B)(6) 2017. Surgeon removed the 80 mm helical blade implant that was implanted on (B)(6) 2017 and re-implanted a tfna 80 mm lag screw. Surgeon locking down the new lag screw thru the tfna nail. Both the original nail and distal locking screw were left in the patients femur bone. Surgeon observed that the explanted 80 mm helical blade implant was in good condition. No fragments were generated during this 2nd revision procedure. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. There is no more information to report on this event. This report is for one (1) device concomitant devices: trochanteric fixation nail advanced 11 mm/175 mm nail (item # 04.037.112s, lot # h232521, quantity 1 each). The 5.0 mm distal locking screw (item # 04.005.524s, lot # h333989, quantity 1 each). This report is 1 of 1 for (B)(4).